Event description:
It was reported, to medtronic minimed. That the customer, experienced critical pump error (open book image, product not adhering/sticking. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia treated with manual injection/insulin pen. Document treatment for high bg: manual injections. The event involved product(s) mmt-1884l, mmt-332a, mmt-397a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported, a critical pump error/open book image error. Advised customer, the serialized device will need to be replaced. Instruct customer to discontinue pump use and revert to back up plan, as per hcp instructions. Advised customer on how to put pump in storage mode after discontinuation. No further patient complications were reported. The customer will discontinue using the device. Mmt-1884l was requested. And customer response, was the device will be returned. No product return is required for mmt-332a, no product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm three consecutive alarm triggered by pump error 53 alarm file number: 65535, line number: 65535 sw/hw: hw (possible hw) grouping: force sensor. Pump error 40 alarm confirmed in the formatted history file on 06/26/2024 10:01:00.000, 06/26/2024 10:11:00.000 motorsafetycircuiterror (40). Pump was cut open to perform visual inspection and no moisture damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.